Event description:
Reportedly, pt expired approx after an implant duration of 0.3 months, (in 2007, after an implant date, the month before) due to unk reasons. Unk if pt death is device related. Info received on 12/31/2007: pt had coronary artery disease, suffered three strokes leaving him moderately disabled, had chronic obstructive pulmonary disease secondary to previous cigarette smoking, and had a 7-cm infrarenal abdominal aortic aneurysm. Pt also underwent a cath study which confirmed severe aortic stenosis in the aortic valve area of approx 0.8 cm sq. Info per op report. Cannot rule out whether pt death was device related.

Manufacturer narrative:
Device not returned.